Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely the coating at the insertion section peeled off due to physical stress. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus service center for evaluation. During visual inspection, the following issues were noted: the bending section cover was cut and no longer water-tight; the distal end was cracked and no longer water-tight; the light guide lens was discolored; and the electrical connector was corroded. Functional testing found that the bending angle in the down direction did not meet specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope was leaking at the bending section. The customer reported the issue was detected during preparation prior to a diagnostic procedure. There were no adverse effects reported. The device was returned for evaluation. Examination showed the connector's coating was peeling; the peeling area measured 1 mm2 or more. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.